Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
: It was reported that the pump touch screen was "frozen." There was no reported impact to customer's blood glucose level. Reportedly the customer performed a pump reset and continued to use the pump for insulin therapy.